Event description:
After successfully deploying the stent in the left sfa, the tip and guidewire lumen separated inside the sheath druing withdrawal. A contralateral approach was used, going up and over the bifurcation. During withdrawal after successful stent deployment, the physician felt resistance as the sds came back into the 7f arrow sheath. The force of withdrawal lumen (with the distal tip still attached) separated from the sds and remained inside the sheath. The sheath was removed from the pt with the guidewire lumen/tip inside it. There was no report of any adverse affects to the pt.